Manufacturer narrative:
No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The journal article reference is: wollmann cg. Reel syndrome - the ratchet mechanism. Minerva cardioangiol. 2011; 59(2): 197-202.

Event description:
Boston scientific received information in a journal article of a patient case study where 4 weeks after the implantation of this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d), there was loss of capture noted on the lv lead. A chest x-ray was performed and revealed that the lv lead was dislodged and coiled around the crt-d. The other implanted leads were unaffected and all measurements were normal. It was reported that the dislodgement was due to the patient exhibiting reel syndrome, a type of twiddler's syndrome discussed in the article. A revision was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.